Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-21, information was received from a healthcare provider (hcp) regarding an unknown patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for an unknown indication. On an unknown date, "a couple of years ago" (approximately (B)(6) 2014), the patient experienced gradual withdrawal from baclofen due to an empty pump. The withdrawal symptoms included "tighter, spastic, tremors and seizures." The patient went to the emergency room (ER) and a hcp refilled the pump. Once the pump was refilled, that took care of the issues.

Manufacturer narrative:
(B)(4).